Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the pump supplies had been in use for more than 3 days. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer observed cracks on the cartridge. Reportedly, a supply change was performed to address the occlusion.